Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple alarm occurred. The customer's blood glucose value was unknown at the time of the incident. Customer states that the insulin pump had unexpected restart alarm after changing battery change and the insulin pump was showing history crc check failed on startup. The customer was assisted with troubleshooting. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart. No unexpected restart alarm and external ram crc error. Alarm noted. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files.